Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient did not have a managing hcp. It was reported the pump had been beeping ¿forever¿ and had been empty for a week or two. The patient was asking to have the beeping turned off. It was noted the patient had moved and did not have a doctor. Physician listings were discussed. The event date was asked and unknown and patient symptoms were not reported. No further complications were reported.